Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A functional check with a mating neck trial confirmed the complaint; the trunion on the broach is damaged preventing proper assembling with the trial neck. The root cause is attributed to misuse and heavy usage. Previous investigations found it appears the broach may have not been inserted all the way into the broach handle before being locked, damaging the trunion. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon found the connecting part of the broach to a handle or neck trials deformed and could not conduct the reduction.